Event description:
Pt was revised to address recurrent dislocation.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 14 years ago. The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.